Manufacturer narrative:
No serial number was provided; therefore, device history record (DHR) review could not be completed. No device was received; therefore, no visual and functional testing could be performed. The reported issue could not be confirmed due to the fact that no samples, pictures or videos were received to perform a thorough investigation. If the product is returned, the manufacturer will reopen this complaint for further investigation. UDI / catalog and 510k are unknown. No product information has been provided to date.

Event description:
It was reported that the pump was alarming 'no disposable' and the pump would not run. The pump was switched out for the backup pump and it also alarmed same thing. No patient injury was reported.